Event description:
On (B) (6) 2010 the lay user/pt contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010 at 4:29 pm the pt obtained the blood glucose readings of 520 mg/dl, 420 mg/dl, 67 mg/dl, 272 mg/dl and 117 mg/dl on the reported meter within 20 minutes of each other. Four minutes later, the pt experienced the symptoms of sweating, dizziness, being combative and cold. Emergency services were contacted; the pt was unable to provide her blood glucose result as tested by the paramedics. The pt was transported to the emergency room and treated with intravenous fluids. The pt manages her diabetes with levemir insulin and novolog insulin. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after obtaining several elevated blood glucose readings on the reported meter, and received emergency medical attention and treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.